Event description:
The report stated that during a thyroidectomy, the handpiece stuck to the tissue more than usual. Two hours after surgery, it was evident that there was additional bleeding and the pt was taken back to surgery to reseal vessels.

Manufacturer narrative:
Date of initial report: 4/2/09. The site has indicated that the incident sample has been discarded. Additional questions including the type of handpiece in use during the incident and pt condition have been asked but no response has been received from the site. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.